Manufacturer narrative:
Section a2, a4, a5 patient information: information unknown/not provided. Section d6a, if implanted, give date: not applicable. There's no indication the lens was implanted. Section d6b, if explanted, give date: not applicable. There's no indication the lens was implanted. Therefore, not explanted. Section h3-other (81): the device has not been returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information. However, to date, it has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the johnson and johnson(jnj) preloaded device was damaged. The injector was operated improperly. Found resistance when injecting. Customer said it's a product problem. No further information was provided.

Manufacturer narrative:
Additional information. Section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: feb 22, 2024. Section h3: evaluated by manufacturer: yes. Device evaluation: the product was received. The complaint simplicity was visually inspected under magnification revealing that the lens was stuck inside the cartridge. Ophthalmic viscosurgical device (ovd) was observed inside the cartridge. The lens module was opened revealing that ovd was inside the lens module indicating that an excessive amount of ovd was used, which can contribute to the complaint issue reported. The handpiece was disassembled and inspected, and no issues that could cause or contribute to the complaint issue was observed. The plunger was inspected, and no resistance was felt while rotating and advancing the plunger rod. The lens could not be removed from the cartridge without further damaging the lens and cartridge. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.